Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 3-may-2018 with the following findings: the battery compartment was cracked below the bumper pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 03-may-2018.